Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 31gx8mm, 0.3ml bd insulin syringes. All 3 syringes were examined, and it was observed that 2 exhibited broken cannula and 1 exhibited a bent cannula; none of these syringes were returned with cannula shields attached. No evidence of manufacturing defect was observed. Since all 3 syringes were returned after use, and no manufacturing defects were observed, the probable cause of the bent cannula is user error when using the syringe. Microscopic examination of this syringe revealed characteristics such as residual bends on the hub-end of the cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. Due to the batch being unknown, no DHR can be completed. The possible root cause for the cannula bent issue is: user error. Since all 3 syringes were returned after use, and no manufacturing defects were observed, the probable cause of the bent cannula is user error when using the syringe. If the user removes the cannula shield obliquely they may bend the cannula. Furthermore, the cannula also could have bent during the return-sample delivery due to the syringes being returned without cannula shields properly attached. No evidence of manufacturing related issues were observed on the returned samples. The following information has been corrected: g.5. Date received be manufacturer: 2021-01-20. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd syringe experienced a cannula that broke off/pulled out. The following information was provided by the initial reporter: material no: unknown batch no: unknown. The customer returned both 30gx12.7mm, 0.3ml syringes and 31gx8mm, 0.3ml syringes from an unknown cat#/lot#. The returned 31gx8mm, 0.3ml syringes exhibited the issues cannula bent and cannula broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd syringe experienced a cannula that broke off/pulled out. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. The customer returned both 30gx12.7mm, 0.3ml syringes and 31gx8mm, 0.3ml syringes from an unknown cat#/lot#. The returned 31gx8mm, 0.3ml syringes exhibited the issues cannula bent and cannula broken.